Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted and externally re-used with a new right ventricular (rv) lead for temporary pacing. There were no additional adverse effects reported.

Event description:
Additional information was provided that this cardiac resynchronization therapy defibrillator (crt-d) was completed explanted and was no longer being used as a temporary pacer.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.